Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the legal guardian called emergency medical services (ems) when they saw the patient was not waking up. The patient was taken to the emergency room with hypoglycemia. The patient's blood glucose levels declined to 38 mg/dl while wearing the pod on the arm between 36 and 48 hours. The omnipod 5 system did not generate any alarm or notification about the declining patient's glucose level. The patient was unconscious for over 12 hours and was sweaty. As treatment, the patient was given food and an unspecified shot. The patient was discharged on the same day. The patient removed and discarded the pod at the emergency room. Dexcom was notified of the event on (B)(6) 2026.